Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes . Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, actual product testing could not be performed. Photographs provided by the customer were evaluated. Displayed was the image of a lens on a screen. The haptic could be observed to be damaged and there was also damage on the boot portion of the lens. No further evaluation could be performed from a picture assessment. The complaint issue of dc-haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had to be removed from the patient's operative eye due to a crack in the haptics. Subsequent follow-up revealed that the removal and replacement of the lens was on the same day. The back up iol was implanted and showed that the lens was damaged. The iol remains implanted as the patient did not notice the damage and has no other impairment. No further information was provided. This report captures the first iol mentioned for this case. A separate report will be submitted for the damaged backup iol which remains implanted in the same patient.